Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. When the express2 monorail coronary stent delivery system 2.5x16mm was removed from the package, it was noticed that the stent struts were damaged. On the most proximal part of the stent, one or two struts are flared. The procedure was completed with another of the same device. No patient complications reported.